Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer delivered a bolus, intermittently insulin on board (iob) and max hourly bolus decreased to 0 after 30 minutes. Customer confirmed that the pump was not turned off in the 30 minute time span. Customer's blood glucose was 481 mg/dl. Customer declined to troubleshoot the allegation with tandem technical support stating that the issue would be discussed with the tandem clinical diabetes specialist. Multiple attempts to contact the customer were made by tandem clinical diabetes specialist; however, the customer did not respond.